Manufacturer narrative:
Eval method: follow up with company representative.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure. A few days postoperative, the patient experienced "red color in the skin in the area of the vertebra where patient had the procedure and some fire sensation inside". The patient "referred to this as a "scorch". Patient was under corticoids, fortecortin." No further information was reported.